Event description:
Kimberly-clark received a report stating, ¿patient was admitted to the ICU on (B)(6) 2014 with emesis and hypoxia. Abdominal CT revealed a hyperinflated balloon. J tube balloon, with a normal capacity of 7-10 cc, contained 75 cc fluid. It is believed that medication was administered via the side port labeled bal. The tube was replaced. She was discharged on (B)(6) 2014.¿ (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Directions for use state, "check the secur-lok ring adjustment: 1 mm to 2 mm (thickness of a dime) away from the opening. If the secur-lok ring is properly adjusted, add water in small increments (1 ml to 2 ml) to the balloon. Water can be added as the stomach size and balloon volume will allow: 20 ml for standard volume balloon inflation, 5 ml for low volume balloon." The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer.